Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I free t4 (ft4) results inconsistent with patient history on multiple patients. The results provided were: sid (B)(6): 81yrs old female: initial=9.20 pmol/l/repeated= 6.54 pmol/l. Sid (B)(6): 56yrs old male: initial=9.31 pmol/l/repeated= 6.06 pmol/l. Laboratory reference range for ft4=9.01 to 19.05 pmol/l. There was no reported impact to patient management.